Event description:
Pt developed a spontaneous leak of the right breast implant with obvious reduction in volume but this did not progress to complete deflation. The defective implant was removed and replaced.